Event description:
This pt was admitted to the emergency dept (ed) with bradycardia and weakness. Pt had a history of atrial fibrillation with slow response. On admission. Pulse was in the high 30's to low 40's and blood pressure was low. A flight nurse and an ed physician placed a central line so that the pt could receive atropine for the bradycardia; however, pt did not respond. Pt became groggy and was not perfusing well, becoming mottled. Staff then placed the external pacer pads to the pt's chest and activated the monitor's pacing/defibrillating capability. They set the pacer rate (the amount of electricity sent through the pads, called "gain") accordingly. All of the lights on the monitor came on as expected, suggesting that the device was working; however, no response was noted in the pt's chest-wall muscles (usually, the muscles "jump"), so the nurses adjusted the "gain", but still no response was noted. The nurses touched the pads with their fingers and felt nothing. They then performed "trouble-shooting" on the machine, with no results. They then performed the compression portion of CPR on the pt, since pt was not perfusing well. They removed the two pacer pads and replaced them with two new ones, but the monitor still did not pace. They immediately retrieved the necessary equipment to "float" an internal pacer. They changed out the defective monitor and obtained another one from a nearby room, activated it and the pt's perfusion improved; thus, the primary monitor was defective, not the pads themselves. The defective monitor never displayed any alarms or error messages. Staff was able to externally pace the pt until they could "float" the internal pacer. At no time was the pt placed at risk of harm from this event, as an alternative device was immediately available and the physician was going to institute internal pacing regardless. No extroardinary measures or extended time were required because of the event, since corrective means were easily within reach. Biomed engineering later discovered that the pacer cable was defective, although the monitor itself was in good working order.